Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va09uzs, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 3889-33, lot# va09uzs, implanted: (B)(6) 2013, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had loss of efficacy. No external/ patient factors may have led or contributed to the issue. The rep noted that there were multiple attempts to adjust the settings. It was reported that non-surgical interventions showed multiple errors with impedances and reprogramming attempts were made. It was noted that a revision was done, where they removed and replaced the lead and ins. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported there was a device impedance issue with ranges beyond normal. Therapeutic effect was lost. No further information reported.